Manufacturer narrative:
Evaluation summary: glenosphere not seating properly onto baseplate may be caused by soft tissue or bone trapped around baseplate taper during glenosphere insertion, insufficient bone clearance around baseplate, interference with retractors, etc. Each scenario could potentially cause the glenosphere to not completely seat on baseplate. Straight-on exposure of the glenoid is necessary for proper reaming and component insertion. Use of base plate reamer 2 (36mm or 40mm) is needed to remove bone around baseplate to avoid impingement with glenosphere. Evaluation codes: taper diameter and angle of glenoshpere meets specification. Device history records indicate device manufactured to specification.

Event description:
It is reported that the device was implanted in 2007. While the patient was sleeping, he felt a "snap" and then could not raise his arms. X-rays revealed that the glenosphere was completely off the humerus. A revision surgery occurred on july 20, 2007, where the doctor replaced the glenosphere using a +6 poly liner because the patient was "stretched out."